Manufacturer narrative:
The insulin pump alarmed during rewind and failed the displacement test due to the motor encoder signal being out of phase.

Event description:
It was reported that the insulin pump alarmed. Troubleshooting was performed. The insulin pump alarmed no delivery during the displacement test. Nothing further was reported.